Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during follow up in clinic, non-sustained rv oversensing was observed on the right ventricular channel due to post-paced t-wave oversensing. The patient was asymptomatic. Programming changes were made. The patient is in stable condition.